Event description:
Immediate implantation. Mobility and lack of integration were detected 3 months after immediate placement when doctor tried to insert scan body to take final impression. Implant was removed easily and site was curetted and grafted.